Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. It was observed that the wire on the hot jaw was bent at the center but remained attached at the tip and at the base. Traces of blood and charred tissue were evident on the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. During the pre-cautery test, it produced steam during five (5) 3-second activations. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation with no incident each time. The jaws were cleaned per the IFU and the pre-cautery test repeated. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.685 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the investigation, the reported failure mode "intermittent continuity" was not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" is being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lost power and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lost power and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lost power and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 lost power and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.